Event description:
The facility representative reported a colleague infusion pump with an inoperative channel select button on channel c. It is unk when this condition occurred. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.